Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04626. The patient received two leads with the same lot number. It was reported the patient had a fist impact at the ipg site, and had fallen in the past. The stimulation was not provided effective stimulation coverage to her back area. The physician assistant was notified, and system diagnostics found contacts with low impedance. It was reported an x-ray may be taken to review the system.